Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was not returned to abbott vascular for analysis and may have assisted in the investigation. It is possible that the device broke at the hypotube. Hypotube shaft separation is often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks and damage. It is possible that handling of the sds during the procedure may have contributed to the reported shaft separation. Although a conclusive cause for the reported shaft separation can not be determined there is no indication of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency associated with this lot.

Event description:
Subsequent to the initial report, the following information was received: the procedure was to treat a non-calcified, non-tortuous and completely stenosed right coronary artery. Another promus stent was used to complete the procedure. No additional information was provided.

Event description:
It was reported that the promus rx stent delivery system broke in half during the case. No adverse patient effects were reported. No additional information was provided.